Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative was confirming status of the device, battery longevity status bar was gray. It was noted that the device had not been stored in cold weather. The device was not used and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.